Event description:
Plantiff alleges sensitization to latex and suffers from severe respiratory problems and other unexplained symptoms. Further alleges that because of his potentially life-threatening condition, plaintiff has been forced to abandon his career and will be unable to ever work in any standard clinical healthcare setting.